Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture with high pacing thresholds. The lv lead was found to be dislodged. The lv lead was explanted and no longer in service. No additional adverse patient effects were reported.